Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no witness marks from the needle tip impacting the beveled walls. The flat pin was properly oriented and the toggle switch on the left side of the instrument was broken off. No abnormalities were observed for the center rod and for the metal blades of the instrument. It was reported that the needle fell out of the jaws of the device. The reported issue could not be confirmed. The most likely root cause could not be established from the information available. It was also reported that the device was difficult to toggle and difficult to unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while closing the gastro jejuno anastomosis during a laparoscopic roux en y procedure, 2 devices were difficult to toggle and unload. A needle from one of the device handles fell into the cavity of the patient and was retrieved using a grasper. A third handle and reload were opened and used to complete the case. There was no patient injury.